Event description:
It was reported the patient was in a car accident and hit their whole left side on the car door the morning prior to this report. A patient injury was reported. The patient had contacted a manufacturing representative. The patient was not hurt, but they did bump their left side where the implantable neurostimulator (ins) was. The patient had a CT scan done two days later and nothing abnormal was reported. The patient¿s healthcare professional (hcp) told them to have the device checked by a manufacturing representative. Additional information received on (B)(4) 2015 indicated that since the accident the device had not been working right. The patient could not change anything and the device shuts off by itself. The patient was not having ¿any sensation.¿ the patient could turn the stimulation on then 5 minutes later the sensation goes away. The patient stated before the accident it was constantly vibrating and would shut off for 3-4 seconds. The patient had the device checked 2 weeks ago and was told it was fine. When she was in the hospital she didn't have her programmer with her and was not feeling stimulation. When she got out of the hospital she had no stimulation, she checked it, it worked then it stopped working. The patient stated she was getting a ¿so, so symptom relief but do not know.¿ the patient sometimes she doesn't go to the bathroom for a while other times she could go to the bathroom then 15-20 minutes and later she has to go again. The day prior to this call patient worked 3.5 hours and went to the bathrooms 3 to 4 times and one time she almost didn't make it. It was indicated that it hurts where the device was and has since the accident. The patient thought it might have moved because it did not feel like it was in the same position. On the day of this call the patient had to "restart the machine 3 times" before she called in. The patient stimulation was off at the beginning of the call. The patient turned stimulation back on and was able to increase stimulation. It was noted that the programmer was working as designed. It was later reported 11 days later that patient left leg has been hurting since her car accident. The patient was getting very strong sensation vibration in the vaginal area. The patient was on program 4 at 1.00. Leg hurt the other night it was at 1.30 and brought down to 1.20 didn¿t feel sensation and all of a sudden did. The patient indicated that she slammed into the side of door with car where device (B)(4), found out machine was off at that appointment. The patient had pain at implant side after accident and was having issues with the sensation. While on the phone was having pain in the ankle nerve pain. Left leg hurts in certain areas. It was noted that in (B)(6) after turned back on that was when the leg problems started. The patient still have concerns but was working with health care provider. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was later noted that they had soreness at the implant side and had a revision to relocate the device on (B)(6) 2015. Additional information received indicated that the same ins was just re positioned and re-synced programmer.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0jh4l, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and they have experienced a loss or change of therapy. Therapy is turning off for the patient. They went into their healthcare provider (hcp) on (B)(6) 2017 and they confirmed that therapy was turned off, but the patient didn't turn it off. From the way the patient described how they use their patient programmer (pp), it is very possible that they might have been turning therapy off because they use the middle key on the side. Patient was advised to connect with their healthcare provider (hcp) to make sure the magnet switch is off. Patient also reported their leg is killing them and it hurts when they stand/sit. Patient thinks their ins is defective. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported there was no reason for the therapy turning off except that they changed the program. They were going to keep record to see if it turned off again. The issue was reportedly not resolved. No further information reported.